Manufacturer narrative:
The device was not returned to physio-control for evaluation as the cause of the reported issue was determined to be due to the third party data modem. Physio advised the customer to return the modem to its manufacturer for repair.

Event description:
The customer contacted physio-control to report that their device is unexpectedly powering off when connected to a third party data modem. There was no report of patient use associated with the reported event.